Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. The electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (gel leaking from therapy electrode) was confirmed. Upon evaluation, gel was leaking from the front therapy electrode pad. The electrode belt ECG acquisition and pulse delivery circuitry was fully functional. The root cause of the gel leak was physical abuse.

Event description:
A us distributor reported that a patient had developed a skin irritation under the garment. The irritation was described as red, raw, and burning. The patient reported that the electrode belt therapy electrode was leaking gel, and that this contributed to the irritation. The patient's doctor prescribed the patient an antibiotic called sulfamethoxazole/trimethoprim. The medical outcome of the reported irritation is unknown.